Event description:
The customer reported during administration of a hepatitis b vaccine to a newborn with an unknown hypodermic needle with an unknown lot number, the employee attempted to close the plastic safety device and the device did not latch. The employee was pricked.

Manufacturer narrative:
The product ID and lot number are unknown. Additional information has been requested but at this time, no further details have been provided. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was available. There were no samples submitted for evaluation. The reported condition could not be confirmed. The complaint will be reopened if a sample is received. The exact root cause of the reported condition could not be determined without a sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This complaint will be used for tracking and trending purposes.